Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced twiddler's syndrome and as a result dislodged all their implanted leads. The leads were wrapped around the generator in the pocket. Subsequently, the patient underwent a revision procedure and the right atrial (ra) lead, left ventricular (lv) lead and the non-boston scientific right ventricular (rv) lead were explanted and replaced. No additional adverse patient effects were reported.